Event description:
During use for a cardiopulmonary bypass procedure, the user observed the arterial monitor was not displaying the tempurature and pressure readings. The procedure concluded without incident. The arterial monitor provides timers and temperature and pressure monitoring displays. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.